Event description:
The complainant alleged during a scheduled cardio-version on a patient (age and gender unknown), the device shut down and would not power back on. The complainant indicated that the clinician was able to obtain another device to continue the procedure. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.